Event description:
It was reported to philips that the system's geometry shut down, and the customer was unable to reboot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment. The procedure was delayed, and it was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the geometry was shut down. A review of the system logfile found gib post error. Upon troubleshooting actions, the customer identified that the 230-volt power was absent at connector x11 for the frontal stand on the main power distribution unit (mpdu). Following the instructions from the rse, the customer replaced the power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.